Event description:
It was reported that the patient experienced ineffective stimulation shortly after getting a back massage. The physician assessed that one suture loop of the clik anchor was damaged, and the spinal cord stimulation (scs) lead may have been moving. The patient underwent a lead revision procedure in which the clik anchor was tightly sutured again, and the anchor was sutured with another suture. The lead and clik anchor remain implanted. The patients system was reprogrammed after the surgery, and the patient is expected to fully recover.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: clik x, upn: m365sc43180, model: sc-4318, serial: null, batch: 30669291.